Event description:
It was reported that the customer was hospitalized with dka. Troubleshooting revealed the customer had changed the set the day of the incident and the testing indicated the device was working properly. Explained the two high bg rule, but the customer does not feel comfortable using this pump and the dr would like it replaced.